Event description:
It was reported that pump stopped turning on after patient had been thrown into pool and pump had been in water for about ten seconds, with screen remaining dark and only brief flickering and red light flashing when plugged into power before shutting off again. There was no adverse impact to the customer¿s blood glucose level. Customer followed multiple instructions from technical support to attempt to restart pump and confirm power and charging, but pump did not recover, so pump was arranged to be replaced by technical support. At the time of the report no additional information was reported.